Event description:
Attorney reported; in 2005 - a composix kugel mesh was used to repair the patient's ventral hernia defect. Three months later - the patient presented to a hospital and was admitted for recurrent ventral herniorrhaphy with explantation of composix kugel patch and the operative report noted, "the patch to be curled and fixed on the right side of the abdomen. There are numerous intra-abdominal adhesions present." According to the same day operative report, "the [composix] kugel patch was removed with some difficulty." The post-operative diagnosis includes: recurrent ventral hernia. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all, patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.